Event description:
Pt was injected win the bilateral hands with radiesse dermal filler; two days later the pt's right hand became red and edematous from the finger tips to the wrist. The skin was tight and shinny and hot to the touch.

Manufacturer narrative:
Pt was diagnosed with a staph infection and prescribed cipro (antibiotic) 500 mg po, bid, the infection is resolving.